Event description:
Same case as MDR ID# 2134265-2014-03443, 2134265-2014-03444. It was reported that roll-off took did not occur. The patient was undergoing radiofrequency ablation (rfa) to a lesion located in the kidney utilizing two 4.0/15/15 leveen coaccess electrodes and a rf3000 radiofrequency generator. The physician indicated that roll-off did not occur to either leveen coaccess electrode as the probes were not heating. The procedure was completed and there were no patient complications reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).